Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the device exhibited an unspecified error and alarm and a possible under-infusion of medication occurred. During troubleshooting, the device alarmed for reattach cassette. The cassette was removed and the device displayed "patient information lost". The reporter was unable to retrieve the device settings. Prior to losing the patient data, the device showed 0ml remaining; however, per the reporter there was approximately 15ml remaining in the bag. A new device was to be assigned to complete treatment. Per the reporter, there were no patient adverse effects. The reservoir volume was 250ml (217ml normal saline and 33ml fluorouracil), and rate 2.6ml per hour. The device was not to be returned to the manufacturer.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the pump to alarm to reattach cassette is the dso sensor. The most probable cause for a pump to be under-delivering medication is the pump's expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).